Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was observations of lead noise that was being oversensed which resulted in the patient experiencing 3-6 seconds of asystole. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received, right ventricular (rv) lead left unipolar sensing and pacing and sensitivity was increased.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was observations of lead noise that was being oversensed which resulted in the patient experiencing 3-6 seconds of asystole. At this time, the system remains in service. No adverse patient effects were reported. Additional information was received, right ventricular (rv) lead left unipolar sensing and pacing and sensitivity was increased.